Event description:
The physician successfully deployed a 3.0mm diameter x 30 mm length endeavor rapid exchange (rx) drug-eluting stent at cass#12, following pre-dilatation of the lesion. A 30 day follow-up confirmed no adverse events. Approximately 2 months post index procedure, it was reported that the patient was hospitalized for a check-up due to respiratory discomfort. It was reported that the patient had developed symptoms of unstable ap. Cag was performed which showed no stenosis in the coronary artery. A check-up in the cardiac surgery division was performed which revealed mitral insufficiency. Approximately 3 months post index procedure, the patient underwent a planned mitral valvuloplasty surgery. It was report that the outcome of the surgery was poor and so a second surgery was performed. Patient's condition post surgery was reported as unstable. Approximately 4 months post index procedure, it was reported that patient's death occurred due to complications such as mitral insufficiency, ttp, respiratory failure and severe infection. The physician indicated the endeavor stent had no causal relationship with reported event.

Manufacturer narrative:
(B)(4): evaluation results: patient's co-morbidities; patient death.